Event description:
N/a.

Event description:
It was reported by the customer that while preparing for use, the cs300 intra-aortic balloon pump (iabp) unit's screen displayed flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix these issues the fse replaced the cable,video receiver to lcd, instr, display replacement, 10.4" display w/ rtv bead sea and the mounting plate, nec display. The fse then powered on the unit and manipulated the coiled cable and monitor to attempt to replicate the flickering, but was unable to duplicate the issue. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).